Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display after inserting a new battery. The customer's mother reported that the insulin pump was possibly dropped. The customer's blood glucose was 343 mg/dl at the time of incident. The customer's mother stated that they were treating the blood glucose with manual injection. The customer's mother also mentioned that the insulin pump had crack on the top of the reservoir compartment. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump was monitored, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No damage to the isolation tape was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked display window, a cracked case and a stained end cap sticker.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's mother called in wanting to make sure that the pump was working properly so that the customer could be released from the hospital. The mother provided the serial number of the pump, and found that it was the pump that she was told to have the customer stop using. When asked about the replacement pump that was sent, the mother stated that it had not been set up yet and would be meeting with the doctor soon. The mother gave the phone to the nurse, and she stated that the customer would be released from the hospital with a back up plan or with the replacement pump that was received. Advised that we can help with the set up of the pump if needed.